Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation did identify that the cable unit connector contact pins scratched/dented which may affect image. A definitive root cause cannot be identified for either issue. A device history review (DHR) review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image is blurry. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
It was reported, the camera head image is blurry. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction.